Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer successfully cleared the alarms and resumed insulin deliveries. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.